Event description:
Male patient with symptomatic type I second degree av block. Patient is four years status post implantation of a dual chamber pacemaker. Due to the inconsistency between ventricular lead function prior to the procedure and that observed by direct evaluation, multiple lead impedances and thresholds were obtained. These were repeated during gentle traction on the lead, and pressure on the left clavicle above the lead. The impedances remained stable at between 650 and 700 ohms. It was concluded that the pacemaker connector block was defective. The old leads were attached to the new pulse generator.